Manufacturer narrative:
Analysis was performed on the returned device. The reported needles not deploying through the barrel could not be replicated based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the prostar xl instructions for use states: the prostar xl pvs system is indicated for the percutaneous delivery of sutures for closing the common femoral artery access site and reducing the time to hemostasis and time to ambulation (patient walks ten feet) of patients who have undergone catheterization procedures using 8.5f to 10f sheaths. In this case, surgical suturing was performed as the needles did not deploy through the barrel of the device. A conclusive cause for the reported needled deploying through the skin and not through the barrel of the device could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Testing was performed on sterile devices from this lot 12322-01/ 0011741 and met design performance specifications for needle and suture delivery, suture movement and tissue capture.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two additional prostar devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using three prostar xl devices with a 16f sheath after an aortic aneurysm interventional procedure. Reportedly, there was difficulty pulling the deployment handle, it seemed ¿stuck¿ and didn¿t glide like it normally does. The two inferior/posterior needles (under the suture wells) deployed outside the rotating barrel and thru the skin, the anterior needles were captured each time. The exact same failure occurred with the three prostar xl devices. A surgical cutdown was performed and hemostasis was achieved via surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.